Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Based on this investigation, it is believed that the root cause of this failure mode is a combination of a poor technique in using the arbor press for applying the mag rotor assembly into the separator and the dimension of the bearing pocket in the magnet housing. Corrections are being investigated as it relates to the arbor press to ensure consistent assembly of the bearing and the magnet rotor. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on (B)(6) 2020. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G4 (date received by manufacturer) . G7 (indication that this is a follow-up report) . H2 (follow-up due to additional information and device evaluation) . H3 (device evaluated by manufacturer) . H4 (device manufacture date). H6 (identification of evaluation codes 10, 11, 3331, 213, 22). Method code #1: 10 - testing of actual/suspected device. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code: 213 - no device problem found. Conclusions code: 22 - known inherent risk of device. The affected sample was inspected upon receipt with no visual anomalies noted. The unit was setup in a saline circuit with a sarn drive system and a sorin drive system with a terumo cp adapter. While pumping with the sarns system, the pump exhibited no unusual noises. However, when setup on the sorin drive with the adapter, an audible noise was observed. The affected pump was disassembled and thoroughly inspected for dimensional accuracy, foreign matter and fitment. The magnets, bearings and molded components did not have any apparent anomalies. Research into the production process showed a high noise fall out around the time that this sample was produced. A mold maintenance was performed to improve the manufacturing process. The housing mold was inspected and found to be in specification prior to maintenance. This maintenance activity reduced production fall out by improving the bearing/housing interface with improved tolerances all available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: g4 (date received by manufacturer) g7 (indication that this is a follow-up report) h2 (follow-up due to correction) h6 (identification of evaluation codes 170, 23) results code: 170 - manufacturing process problem identified conclusions code: 23 - manufacturing deficiency all available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the sarns delphin pump made an unusual grinding noise. As per the user facility, they heard an unusual grinding noise emanating from the sarns delphin pump or pump adapter and believed that the noise was related to the adapter. The pump was primed the day before and was left on the heart lung machine. The chief of perfusion opted to use the circuit as in on case that morning and did not change the delphin pump or adapter. They did noticed a mild grinding sound from the pump but adjusted or turned the delphin head in the adapter and the noise subsided. No known impact or consequence to patient. The product was not changed out. Procedure completed successfully.